Event description:
It was reported that cardiac perforation, pericardial effusion, and cardiac tamponade occurred, requiring intervention. A left atrial appendage (laa) closure procedure was being performed. A transseptal puncture was performed, and a watchman truseal double curve access system (was) was advanced into the left atrium (la). On transesophageal echocardiogram (tee) imaging, it was noted there was poor visibility. While the was and this amplatz super stiff guidewire were in the la, attempts to secure access in the pulmonary vein were difficult, and the wire was advanced and pulled back more than once to get into position. Then a pericardial effusion was visible via tee behind the laa. Cardiac perforation, blood loss/hemorrhage, and cardiac tamponade were also noted. Emergency management of the event was initiated, and pericardiocentesis was performed. The procedure was cancelled; the patient had received local anesthesia.